Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a cre balloon dilatation catheter was used during an esophageal dilatation procedure on (B)(6), 2012.according to the complaint, during preparation, the balloon was inflated; but would not deflate. The balloon was attempted to be deflated with a 50ml syringe; however the inflation medium could not be removed. The procedure was completed with another cre balloon.there were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a cre balloon dilatation catheter was used during an esophageal dilatation procedure on (B)(6) 2012. According to the complaint, during preparation, the balloon was inflated; but would not deflate. The balloon was attempted to be deflated with a 50ml syringe; however, the inflation medium could not be removed. The procedure was completed with another cre balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation results. Visual evaluation of the complaint device found no issue with the catheter or the balloon. The balloon was inflated and deflated using an alliance syringe and all the fluid was able to be removed from the balloon without any issue. The device could not be inserted into a scope as the balloon was previously inflated. The complaint was not confirmed as the balloon was able to be deflated. However, it is possible this event occurred during preparation as reported. The most probable root cause of this complaint is balloon deflation failed due to incorrect deflation technique during preparation; therefore, the most probable root cause of handling damage will be assigned to this complaint. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.